Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the scope was bent was confirmed. The following defects were found during evaluation : outer tube damaged, needle outer tube bent outer tube compressed outer tube kinked. Outer tube damaged, distal tip distal tip damaged shaver damage to distal tip holes in distal tip fiber. Laser welding damaged, needle welding seam cracked. Illumination distal tip fiber damaged. Optical system, optical components broken lenses in optical system. The damaged parts were replaced and the device was tested and found to be working according to specifications. As reported by the customer, the identified physical damages shows clear signs that occurred due top user mishandling of the device or a possible fall. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the endoscope device had bent lens. During in-house engineering evaluation, it was determined that the device had broken lenses in its optical system. There was no procedure involved. There were no adverse patient consequences reported. No additional information was provided.